Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up was able to determine that the device was explanted and replaced due to elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. This device is part of the field action and has tested consistent with the field action.